Event description:
The clinic reported that a laser vision correction patient experienced mucin blobs/filamentary keratitis in both eyes. The patients chief complaint was dry eye and noted sandy foreign body sensation (fbs) in both eyes at one week post op exam. Through follow up, the surgeon reported a secondary procedure was required to treat the under correction in both eyes. The dry eye, foreign eye sensation (fbs) and mucin blobs/filamentary keratitis described by the account has been resolved. The account reported the fbs has been resolved. The mucin blobs were debrided with a q-tip. The keratitis was treated with normal post-op regimen of besivance four times a day for five days and duresol every 2 hours for the first day and 4 times a day on both days for 4 days after. In addition, the patient was prescribed artificial tears. All issues/symptom described by the account have been resolved within an 8 weeks. The dry eye reported issue was at a 3 month post op visit and symptoms were resolved and the patient was seeing 20/25 on right eye(od) and 20/20 on left eye(os).there has been not more than one patient on a single day at the same site with the same issue reported. The patient has not experienced loss of 2 or more lines best corrected visual acuity (bcva).the patient is seeing well and no patient complaints after symptoms were resolved.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.